Event description:
Customer reportedly received result of 508 mg/dl on the advantage sys and 86 mg/dl on lab value within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.